Event description:
Pt received three injections of orthovisc in late (B)(6) and early (B)(6) 2009. He developed very serious hives about (B)(6) 2009, after the second orthovisc injection which caused him to visit the emergency room on two occasions. Allergy testing was performed, with negative results. He also had skin tests, a sinus scan, and blood work. Over the last nine months, he had a shingles shoot, flu shot, h1n1 shot, and 3 orthovisc injections. All of the medications listed were prescribed to treat hives only. No conclusive info that hives was directly related to the orthovisc injection, or to other causes.

Manufacturer narrative:
The device was not available to be returned and the lot number is unk. No further eval or investigation is possible.